Event description:
The customer reported one false negative result with the ID now covid-19 2.0 assay performed on a nasal swab sample (collection date: (B)(6) 2022). Confirmation testing (platform: roche liat) on a nasopharyngeal sample collected on (B)(6) 2022 in viral transport media generated a positive result. Per the customer, no additional information will be provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1093368 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot 1093368 and test base part number 192-430 / lot 1093368. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 1093368 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : device discarded; single-use device.

Event description:
The customer reported one false negative result with the ID now covid-19 2.0 assay performed on a nasal swab sample (collection date: 25nov2022). Confirmation testing (platform: roche liat) on a nasopharyngeal sample collected on 25nov2022 in viral transport media generated a positive result. Per the customer, no additional information will be provided.